Event description:
It was reported that the patient felt 'symptomatic' three days post-implant at the physician's office. The right atrial and right ventricular leads had pulled back. Both leads were repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092-58 implantable pacing lead (B)(6) 2013; addrl1 implantable pulse generator (B)(6) 2013. (B)(4).